Event description:
Dealer reported that the left and right motor brakes are not engaging. When the chair is off the ground the wheels keep spinning. The left and right actuator motor, for the power legrests, have wires hanging from them.